Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a foley catheter. The customer reports that when attempting to remove the 16 fr foley catheter from the patient, the balloon would not deflate when using the syringe. The catheter was cut; however, the balloon would still not deflate. The doctor had to manually remove the catheter from the patient. The customer reports there was mild localized trauma to the patient, but no medical intervention was required.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.